Event description:
Presidio 10 cerecyte microcoil 4 mm x 11.5 cm (pc410041230/c20074) didn't go through the excelsior 10 microcatheter (details unknown) before introduction into the patient. There were no damages noted on the coil. The target vessel was right sca.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: excelsior 10 microcatheter (details unknown).

Manufacturer narrative:
Presidio 10 cerecyte microcoil 4 mm x 11.5 cm (pc410041230/c20074) didn't go through the excelsior 10 microcatheter (details unknown) before introduction into the patient. There were no damages noted on the coil. The target vessel was right sca. As viewed into the returned packaging, the coil was found to be unsheathed, unprotected, and severely damaged. The proximal section of the coil has been stretched casing a loss of the secondary shaping. Due to post-procedural decontamination by the hospital, handling, and packaging it cannot be determined to what extent the coil was damaged during the procedure. The coil¿s socket has been pushed down inside the outer sheath. This caused a loss of concentricity between the distal tip of the device positioning unit (dpu) and the proximal end of the coil located 36.2 centimeters off the proximal end is a kink on the core wire. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been damaged and fractured. Located adjacent, but distal to the resheathing tool, the core wire protrudes outside the sheath. The locking mechanism has compression and stretching damage. The most likely contributing factor to the coils inability to be advanced into the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which kinked the core wire, caused the core wire to protrude outside the sheath, for the coil¿s socket ring to be pushed under the outer sheath, for the core wire to protrude outside the sheath, and for a portion of the coil damage found. In this condition advancing or resheathing the coil cannot be performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.